Event description:
It was reported that the pre-existing patient pain symptoms returned. Imaging identified that the indirect decompression spacer cam lobes collapsed from a broken screw. The patient underwent an explant procedure where the spacer was removed. The patient was doing well postoperatively. The device will not be returned as it was retained by the medical facility.